Event description:
The following has been reported: "motor rotation error 01-0002'" passed calibration and flow test failed during air bubble detection. Replaced the motor kit. Recalibrate and functioned tested - flow rate 24.98ml @ 250ml/hr for 6mins" reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.